Event description:
The extracorporeal photophoresis (ecp) treatment was scheduled at the bedside via the red lumen of the triple lumen (tl) neostar central venous catheter (cvc). The treatment proceeded normally until the beginning of return phase of the cycle. The xts instrument began giving "system occlusion" and "patient occlusion" alarms. The red lumen was flushed and drew freely via syringe. There were no kinks or obstructions noted anywhere in the kit or tubing. The practitioner was unable to clear the alarms and proceed. Therakos tech support was called (B) (4). Trouble-shooting instructions were received and they included disconnecting the instrument tubing to give saline boluses through the line. This was unsuccessful. Also the stopcocks & extension tubing were replaced. The ecp treatment could not proceed. The nurse practitioner (np) and md were notified of inpt bmt service. Approval was given to abort the treatment and manually return the pt's blood products left in the kit. A new kit was re-primed the ecp was restarted. There were no clots or platelet clumps noted anywhere in the aborted kit. The new kit was primed and the ecp was successfully completed. The pt received approximately 222ml of fluid and 1,336 units of heparin from the first (aborted) treatment. This is in addition to fluid and heparin received during the completed treatment. This was documented along with the IV fluids and medications from the completed treatment. The blood loss was minimal and the patient tolerated procedure well.